Event description:
A nurse reported that on (B)(6) 2014, a patient expired while they were sleeping. This nurse reported that the patient was not dialyzing, at or four hours prior to the event. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. Limited information was provided for this safety report.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event.